Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-05324, 2017865-2020-05325, 2017865-2020-05326. It was reported that patient presented remotely via merlin.net. Review of transmission revealed the patient was experiencing agonal rhythms, the implantable cardioverter defibrillator exhibited purely paced rhythm with loss of capture. It was noted that the patient deceased a few days later. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.